Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was obtained at the common femoral artery via a 5f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess suitability of closure. Post procedure, the physician who is a trained user of the mynx, chose the device to close the femoral artery. It was reported that when the physician was retracting the balloon to abut the arteriotomy, the balloon lost pressure. The physician removed the device and converted the patient to manual compression where successful hemostasis was achieved. The patient was ambulated and discharged to home with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed.based on the information provided, the cause of the reported event could not be determined.the review of the lhr (lot f1102005) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.